Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating that the device fails the operational test. The local service representative performed an operational check and the defibrillator test failed. The technician determined the high voltage capacitor is malfunctioning. The device has been at end of life (eol) since (B)(6) 2022 so there are no parts. The repair is not possible unless the customer sources the capacitor outside of philips. No further action at this time. Based on the available information, the reported issue was confirmed but since the device is eol it will not be repaired by philips. The customer was made aware of the end-of-life terms and the device remains at the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the functional test failed. There was no patient involvement.